Manufacturer narrative:
D4 & h4: serial number, catalog, model, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the station connected to the network but was not receiving an ip address due to the domain name system (dns) server not assigning one through the current network port. The field service engineer (fse) tested connectivity by moving the network cable to a different active wall port, which restored proper network connection. The application was allowed to communicate for five minutes to complete updates. The customer was advised to create an information technology (it) ticket for the hospital network to investigate the original port. The system functioned as intended after the field service engineer (fse) accessed the issue.

Event description:
It was reported that when using the bd pyxis¿ es server was not communicating.however, there were no delay to patient care and adverse events or injuries reported based on this incident.